Manufacturer narrative:
The return fields in oracle state: shower chairs, other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the back rest, seat, and legs were received disassembled. The seat contained a crack starting at the top inseam rib all the way to the bottom, running 11" across. The plastic socket tabs (where the legs attach and lock into place) were broken. The legs could still be attached to the seat, just not locked securely into place. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the 95-2 shower chair's seat being cracked. Complaint of seat cracked was confirmed. Secondary failure noted that the plastic socket tabs are broken and the legs would not lock into place. It could not be verified when the plastic socket tabs were broken. There was no initial report that the legs would not lock securely in place. As the shower chair was received for inspection disassembled, the plastic socket tabs may have been broken during disassembly. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: shower chairs, other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the back rest, seat, and legs were received disassembled. The seat contained a crack starting at the top inseam rib all the way to the bottom, running 11" across. The plastic socket tabs (where the legs attach and lock into place) were broken. The legs could still be attached to the seat, just not locked securely into place. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the 95-2 shower chair's seat being cracked. Customer states that the seat has cracked and has pinched him. No other information available.

Manufacturer narrative:
(B)(6) - should additional information become available, a supplemental record will be filed.

Event description:
Customer states that the seat has cracked and has pinched him. No other information available.